Event description:
Reporter alleged the customer obtained the results of 504 mg/dl, 173 mg/dl, 189 mg/dl and 205 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the customer did not wash his hands prior to testing. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.